Event description:
2000: last presentation of the day (about 35 people have used it before). Sales rep gave everyone a sample of putty in their hand and then dispensed the activator. As soon as the activator was on the putty, pt started complaining of burning. Pt said there was no lotion on hands prior to putty placement. Pt went right to the bathroom and ran cold water, felt fine under the water, but then once removed was still buring and then pt started to feel nausea, queezy, with hot and cold flashes. Faxed msds sheets for opotosil comfort and universal activator. Fax was confirmed. Pt was on the way to the hosp. 2000 at 11:41am called and spoke with the pt. Pt requested to call rep back. At 11:50am talked to pt and pt said the putty was not bothersome at all. When rep dispensed the hardener and pt started mixing pt fingers, mixture started to burn. Then when pt was mixing the paste and putty, the palms of pt's hands started to burn along with pt's eyes and nose. Pt went to the restroom and started to rinse hands and it felt better, but then pt started to feel queezy and nausea. Pt said pt had the worst upset stomach ever. Pt then went to the emergency room with the 2 msds sheets. Dr gave a shot of benydryl and after 4 hrs it helped. Hosp staff also did blood work and that came out good. Hosp said pt's throat was slightly swollen-pt never noticed until hosp kept pressing on it. Dr was not sure if it is activator by itself or putty and activator together. Dr recommended the pt not use the product ever again, even with gloves on. Pt requested another copy of the msds sheets because the hosp kept the ones brought to the hosp. Tried faxing, but kept getting busy signal. Fax was finally confirmed in the afternoon. Pt also said she informed md and doctor of dental surgery of the reaction pt had. Pt is going for a follow-up visit this afternoon. Rep told pt to please call if pt found anything else out of that visit. Pt said stomach is still a little upset, but pt feels fine. Rep asked pt to please keep in touch.